Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using packing coil lps and a non-penumbra microcatheter. During the procedure, while advancing the packing coil lp out of the microcatheter, it was reported that the packing coil lp became stiff after the coil was half-way outside and would not advance. Subsequently, the same issue occurred with the next packing coil lp. Therefore, the packing coil lps were removed. It was reported that the saline flush was used after every coil was deployed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned packing coil lp revealed offset coil winds throughout the embolization coil. This damage typically occurs if the coil is manipulated against resistance and likely contributed to the coil becoming stiff and unable to take its intended shape. Based on the complaint, the root cause of resistance could not be determined. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02499